Event description:
In 2009, the patient reported that he has experienced elevated blood glucose on a "couple" of occasions after changing his infusion site. Ten days later, he changed his infusion site and his blood glucose elevated to 304 mg/dl at 11:45pm and at 12:35pm, his blood glucose measured 353 mg/dl. He disconnected from the infusion device and injected 6.5 units of insulin. At 12:47am, his blood glucose measured 368 mg/dl and at 2:30am, his blood glucose measured 345 mg/dl. At 5:30am, his blood glucose measured 144 mg/dl and he reconnected to his infusion device. He did not change his infusion site. One month prior, he changed his infusion site and his blood glucose elevated to 408 mg/dl at 11:50pm. He disconnected from the infusion device and injected 8 units of insulin to lower his blood glucose. At 12:33am, his blood glucose measured 385 mg/dl and at 1:35am his blood glucose measured 215 mg/dl and he reconnected to the infusion device. He did not change his infusion site. His target blood glucose range is 90-140 mg/dl. He stated that he does not rotate his infusion sites and he may have scar tissue. He stated that he has acid reflux and this usually occurs at night. Upon follow up in 2009, the patient stated that his blood glucose was currently elevated to 235 mg/dl. Upon further follow up four days later, the patient stated that his blood glucose had returned to normal. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.